Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 8:00 pm, the patient noted an estimated glucose value (egv) of 61 mg/dl on her receiver, three days after sensor placement on the arm. She was asymptomatic and did not have a glucometer available. She ingested five glucose tablets, chocolate milk, and water mixed with sugar. Shortly afterward, the receiver displayed a sensor error, and the egv registered 51 mg/dl approximately 10 minutes later. The patient contacted her physician, who advised her to call emergency services. Upon evaluation by ems, her bg was 371 mg/dl, while her egv simultaneously displayed 71 mg/dl. The paramedics attempted a calibration, but the egv did not adjust. The patient was administered fast-acting insulin. Ems remained with the patient for approximately 45 minutes. The last reported bg value was approximately 200 mg/dl. The patient declined transport to the hospital. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.